Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 the patient was scheduled to undergo surgery for a femoral varus derotation osteotomy in children. During this procedure the surgeon will typically determine the screw insertion direction and osteotomy line by using measuring devices before performing the osteotomy, however in this case the surgeon activated the oscillator to perform the osteotomy. This resulted in the femoral head being cut off differently from the original osteotomy line, which was lesser than the trochanter level. The procedure was then changed to an osteosynthesis of the femoral head. The plate was used for an osteosynthesis instead of a femoral varus derotation osteotomy in children. The surgery was completed with a ninety (90) minute delay. The surgeon commented that when then bone union occurs in the osteosynthesis, the femoral varus derotation osteotomy in children will be performed. There was no problem with the products. This report is for one (1) unknown screw. This is report 6 of 7 for (B)(4).